Manufacturer narrative:
(B)(4). Batch # p93j3a. Investigation summary : the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 4 clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws might be closing the device over an existing hard object or clip (thus placing stress on the jaws and causing them to distort, yield, or not return to their original dimensions/position) or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device failed to fire all shots. A second like device was used to complete the procedure. There were no patient consequences reported.